Event description:
The customer reported via the sales representative, that after using the burr during an ankle arthroscopy, the surgeon noticed that there seemed to be shards of metal in the joint.

Manufacturer narrative:
Device has not been returned to manufacturer. Additional information will be provided after investigation is complete.